Event description:
The device failed to drain. The attending clamped the device approximately 10 cm from the adaptor and was able to obtain suction. No adverse pt consequences are reported.

Manufacturer narrative:
The product upon which this medwatch is based is anticipated.